Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the cubie pocket or device was not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height cubie drawer 3 on the main had failed cubie pockets that would not recover. A field service engineer (fse) removed all cubie pockets in the hardware test application. The row boards appeared clean and free of debris. The fse shut down the device and replaced the flat flex cable to resolve the issue, then rebooted the device. The system functioned as intended after the field service engineer repaired the device. E1. Other occupation - (B)(6).